Manufacturer narrative:
Age/ date of birth: unknown/ not provided. Sex/ gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). Device evaluation: product testing could not be performed since the product was not available for evaluation. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the initial surgery the intraocular lens, model pcb00 was removed due to wrong procedure done. Lens was in the vitreous chamber, and a vitrectomy was required. After removal, surgeon decide to implant another intraocular lens, a sensar model. Patient was examined the day after to be sure that everything was fine, and there was no issue for the patient. All the information available were submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.